Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring was missing from reservoir compartment. The customer's blood glucose level was 160 mg/dl at the time of incident. It also stated that the reservoir and infusion set does not show any signs of damage. The customer was advised to replace the pump and replacement pump will be sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, missing reservoir tube o-ring, cracked case at reservoir tube window corner, missing end cap sticker and partially broken off reservoir tube lip. However, the test reservoir was lock/click in place.